Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), genital haemorrhage ("irregular bleeding") and pelvic infection ("pelvic infection") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, hyperlipidemia, vitamin d deficiency, hyperlipidemia and bacterial vaginosis. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced skin disorder ("skin condition"). In (B)(6) 2016, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2016, 12 years 9 months after insertion of essure (ess205), the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and arthralgia ("hip pain"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced abdominal distension ("abdominal swelling/ bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic infection (seriousness criterion medically significant), the second episode of alopecia ("hair loss"), allergy to metals ("nickel allergy") with rash, bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), premenstrual syndrome ("pms became more severe"), nausea ("nausea"), weight increased ("weight gain"), blood urine present ("blood in urine"), vaginal odour ("foul vaginal odor"), back pain ("lower back pain"), abdominal discomfort ("abdominal pressure/ suprapubic pressure"), abdominal pain lower ("lower abdominal pain near ovaries") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pelvic infection, menorrhagia, the last episode of alopecia, fatigue, premenstrual syndrome, vaginal infection, nausea, skin disorder, blood urine present, vaginal odour, back pain, abdominal discomfort and arthralgia outcome was unknown, the dyspareunia, abdominal distension, abdominal pain lower and vulvovaginal pain had resolved and the weight increased was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic infection, pelvic pain, premenstrual syndrome, skin disorder, urinary tract disorder, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal pain, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - (B)(6) 2004: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events lower abdominal pain, depression with anxiety, blood in urine and a foul vaginal odor, lower back pain, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication aand events abnormal bleeding (vaginal, menorrhagia),nickel, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pms became more severe after implant, hysterectomy (full), event infection replaced with vaginal and pelvic infection nausea, nickel allergy, pain, rashes or skin conditions: due to nickel allergy, vaginal discharge, weight gain, blood in urine, foul vaginal odor. Lower back pain, abdominal pressure, suprapubic pressure. Abdominal swelling and bloating were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), pelvic infection ('pelvic infection') and genital haemorrhage ('irregular bleeding') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and augmentation mammoplasty. Concurrent conditions included body mass index normal, depression, hyperlipidemia, vitamin d deficiency, hyperlipidemia, bacterial vaginosis, hyperlipidemia, vitamin d deficiency and bacterial vaginosis. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced skin disorder ("skin condition"). In (B)(6) 2016, the patient experienced the first episode of alopecia ("hair loss"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge and arthralgia ("hip pain"), 12 years 9 months after insertion of essure (ess205). On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced abdominal distension ("abdominal swelling/ bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of alopecia ("hair loss"), allergy to metals ("nickel allergy") with rash, bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), premenstrual syndrome ("pms became more severe"), nausea ("nausea"), vaginal odour ("foul vaginal odor"), back pain ("lower back pain"), suprapubic pain ("abdominal pressure/ suprapubic pressure"), abdominal pain lower ("lower abdominal pain near ovaries"), vulvovaginal pain ("vaginal pain"), bladder discomfort ("my pressure on my bladder"), hypertension ("high blood pressure") and inflammation ("inflammation") and was found to have weight increased ("weight gain"), blood urine present ("blood in urine"), smear cervix ("papsmear") and skin cancer ("skin cancer"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, menorrhagia, the last episode of alopecia, fatigue, premenstrual syndrome, vaginal infection, nausea, skin disorder, blood urine present, vaginal odour, back pain, suprapubic pain, arthralgia, bladder discomfort, smear cervix, hypertension, inflammation and skin cancer outcome was unknown, the dyspareunia, abdominal distension, abdominal pain lower and vulvovaginal pain had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, bladder discomfort, bladder disorder, blood urine present, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypertension, inflammation, menorrhagia, nausea, pelvic infection, pelvic pain, premenstrual syndrome, skin cancer, skin disorder, smear cervix, suprapubic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal pain, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure (ess205). The reporter commented: she need for additional surgery discrepancy note date of insertion :-(B)(6) 2003 (social media). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2004: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events lower abdominal pain, depression with anxiety, blood in urine and a foul vaginal odor, lower back pain, pelvic pain. Concerning the injuries reported in this case, the following one were reported via social media: bladder discomfort, pap smear, high blood pressure, inflammation, skin cancer. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received reporter information was added. New event added bladder discomfort, pap smear, high blood pressure, inflammation, skin cancer. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods"), infection ("infections") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, infection and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.